Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent manipulation under anesthesia on (B)(6) 2013. Patient underwent lysis of adhesions, anterior interval release, major synovectomy and release of the posterior cruciate ligament secondary to arthrofibrosis on (B)(6) 2014. Subsequently, patient underwent revision due to arthrofibrosis on (B)(6) 2015. No further information has been provided.